Event description:
The customer reported that there was a low ma error message. Further investigation by the fse identified fatal system errors resulting in a complete loss of system functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.